Event description:
It is reported by the surgeon, that the patient came in with pain. A broken gamma nail was found during x-ray review. Patient was revised on (B)(6) 2015 . Returned screw was also found to be broken.

Manufacturer narrative:
Evaluation summary: locking screw, fully threaded t2 tibia ø5x50 mm to be the primary products. The other implants reported were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the locking screw. In the case presented a (B)(6) year old female patient had been treated with a long gamma3 nail right (400 mm) on (B)(6) 2014 due to an alleged per-trochanteric fracture. After approximately 4.5 months the nail and the proximal of the distal locking screws broke. The proximal of the distal locking screw received was completely broken. According to the damage and the evidences of the breakage surface, the screw broke in a fatigue fracture due to axial overload after an implantation period of approximately 4.5 months. The thread of the distal locking screw was considerably flattened locally, which indicated the bearing point caused by axial load application. Corresponding traces were found in the distal oblong and round hole of the nail. X-rays and bearing points at the distal drill holes revealed that the proximal of the distal screw holes (circular one) was locked statically, but the oblong hole was locked in the dynamic mode (¿secondary dynamization¿). Thus, in this case the (broken) proximal of distal screws had to bear the entire load. The affected implants are designed to withstand permanent normal loads during the implantation period, i.e., the implants must neither be exposed to peak loads nor to continuous stresses. In this case a femur pseud-arthrosis had been diagnosed from the attending physician. The available information and the x-rays were forwarded to a hcp for review. His comments (in excerpts):¿at a period of approx. 4 months after initial surgery there are no appreciable signs of callus formation and gaps at the fracture site are clearly visible, which definitely indicates a delayed union and an impending non-union. Furthermore, the displacement of the bone and nail fragments indicates that there was no sufficient support by direct bone-to-bone contact. Nearly all forces and bending moments have been transmitted solely by the nail for a period of approx. 4 months. Based on the above the nail and screw breakage were not linked to a deficiency of the devices but were rather user and patient related (intra-operative damage of the nail by a deviated step drill resulting in significant weakening of the nail in the area of the lateral edge of the posterior web), contributed by a delayed union resulting in additional screw breakage. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.